Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: this happened in 2 products in a row. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm both reservoirs share the same lot number. Unk please clarify, did the issue occur before activating the reservoirs? Yes. The issue occurred when reservoir was connected with drain. If no, how long after the first activation happened did the issue occurred? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. H3 evaluation: complaint samples of reservoir bulb with separated connection port, were received for evaluation, products were inspected visually, below are detailed findings : sample - 1 : connection port of the bulb was short around 5~6 mm and there was a sharp cut marks visible on the section areas of both the parts viz. Bulb port & separated port section. Also, there were deep impressions on edge of separated connection port. Retention sample of complaint lot were checked and found satisfactory. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. It is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Note: events reported via: mw# 2210968-2023-08380. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an osteosynthesis procedure on (B)(6) 2022 and a reservoir was used. After opening the package and before use, when trying to connect the drain via an adapter to the reservoir suction port, the protruding part of the connection near the base broke off. Another product was used without any problem. There were no adverse consequences to the patient. Upon receipt and analysis it was noted that the port was broken, cut or torn.